Event description:
The customer reported the fluoroscopic image was blinking, flickering and unable to be viewed rendering the system unusable. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.